Event description:
It was reported to boston scientific corporation in 2007, that a prefyx pps system was used during a procedure performed in 2006, (female patient; weight unknown). According to the complainant, patient experienced urine retention with mild severity following a contigen injection which was performed in 2007. The physician noted the event to be possibly related to the device. The following month, the event was reported as resolved.

Manufacturer narrative:
Urinary retention - according to the complainant, the suspect device has been implanted and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted.